Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Microscopic examination revealed a pinhole in the proximal balloon bond material. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07868. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation. The device was removed and a 2.50mm x 15mm emerge balloon catheter was advanced. However, the balloon also ruptured on the second inflation. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07868. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation. The device was removed and a 2.50mm x 15mm emerge¿ balloon catheter was advanced. However, the balloon also ruptured on the second inflation. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.